Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redz3671 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (redz3671) have been reported from the same facility in denmark.

Event description:
It was reported, the device deficiency of the catheter occurred after the insertion procedure (insertion date: (B)(6) 2020). The nature of the device deficiency was malfunction. The catheter was not able to withdraw blood or flush with saline. The device was removed and discarded as waste. It was stated this occurred three times, this report addresses the third.